Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging when he inserts a new strip and pulls the strip out there are spots on the strips. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.